Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The last blood glucose recorded in the blood glucose meter was unknown. It was stated that the customer had infection that cause her kidneys to fail and contracted pneumonia. The caller was unsure if the customer was wearing the insulin pump at time of death. Advised the caller to have a functioning battery left in the insulin pump, otherwise critical data may be lost. Attempted to contact a customer's family and the spouse stated that the customer was not wearing the insulin pump at time of passing. The spouse stated that the customer had low blood glucose of 60mg/dl. The customer did attempt to put it back on, but she was delirious and he took the device back off of her. The spouse stated that the customer had lows because she was not eating. No further information was provided.